Manufacturer narrative:
Device evaluation: the reported issue was confirmed by the manufacturer's service technician. Patient/user involvement: the customer stated the patient was an adult. There was no other patient information provided. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and shut down due to data acquisition pcb adc reference failures. There was no patient harm.